Manufacturer narrative:
The device will not be returned as it was discarded by the user facility; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device was discarded by the user facility.

Event description:
It was reported that during a procedure the acm cartridge broke. It was reported that nothing fell into the surgical site and that the procedure was completed successfully utilizing the same device. No delay, no medical intervention and no adverse consequences were reported with this event.